Event description:
The customer states " a reoccurrence of the broken feeder." No pt injury or medical intervention reported.

Manufacturer narrative:
The samples have not been received by the manufacturer yet. Should the samples be received, a complete follow up report will be sent as soon as it is available.